Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Then customer attempted to deliver a 5 unit bolus and occlusion alarm reoccurred. Customer changed pump supplies and resumed insulin delivery. The customer's blood glucose level was 307 mg/dl.